Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the health professional that the user experienced a rash. Email verbatim: "we have a nurse with a rash, can you tell us what product code 371603 is made of?"

Manufacturer narrative:
No additional information was provided by the allergy and asthma care of florida. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the health professional that the user experienced a rash. Email verbatim:"we have a nurse with a rash, can you tell us what product code 371603 is made of?"